Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be deployed, and the device came out from the body of the patient. Hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The lesion was the below the knee. An ipsilateral antegrade approach was made. A non-cordis sheath introducer was used. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of the product "vascular closure device - 5f" was received for analysis. Per visual analysis, the following conditions were revealed: the delivery shaft was inserted into an unknown non-cordis sheath of the proper french size; the deployment lever was partially depressed; the indicator window displayed black/white/red colors; the plug was partially deployed; the cowling/guard was locked; and the bleed back port was in a partially deployed position. The indicator wire was retracted. No other outstanding details were noticed. The functional analysis was performed with the returned device. The deployment process was resumed due to the indicator window being in the black/red/white state. The partially depressed deployment button was fully depressed, resulting in the full deployment of the plug and the bleed back port being set to the deployed position. The device successfully resumed the deployment process. Per microscopic analysis, the device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The interior mechanism was inspected, and it was observed that the parts were correctly assembled. The reported event of "vascular closure device (vcd)-deployment difficulty-unable" was not confirmed through analysis of the returned device as it was received with partial button depression and there were no anomalies noted during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since there were no issues noted to the device during functional analysis. However, procedural/handling factors (only part of the button was depressed) possibly contributed to the issue experienced during the procedure. It should be noted that since the deployment lever/button of the received device was not fully depressed, it is expected that the plug would not be deployed from the unit. According to the instructions for use (IFU), which is not intended as a mitigation, "while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be deployed and the device came out from the body of the patient. Hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The lesion was the below the knee. An ipsilateral antegrade approach was made. A non-cordis sheath introducer was used. The complaint device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.